Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2019 from heartmate ii to heartmate ii due to a short to shield. The pump will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation and a pump stoppage; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained data from 01oct2019 to 05nov2019. The pump operated above the low speed limit until (B)(6) 2019 at 4:54:51 am when the log file recorded low speed operation which progressed into a pump stoppage 2 seconds later. The pump regained speed following this event and remained above the low speed limit for the remaining duration of the submitted log file. The patient was operating on their mobile power unit during all abnormal pump operation. Although a direct cause for the abnormal pump operation seen within the log files could not be conclusively determined through this evaluation, based on previous complaint experience, the type of behavior captured within the log file could be indicative of a potential driveline issue. The account reported that the patient was placed on an ungrounded patient cable due to a suspected short to shield. The account reported that x-rays showed areas of potential compromise. The patient remained ongoing on (B)(6) until receiving a pump exchange on (B)(6) 2019. (B)(6) was not returned for evaluation. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump stop on (B)(6) 2019. The log files were reviewed and confirmed the pump stop on (B)(6) 2019 while the device was connected to the mobile power unit. X rays showed 2 areas on the driveline that were pinched. The root cause of the pump stops was a short in the driveline. No further information provided.